Manufacturer narrative:
A review of the device history record showed no anomaly. A complaint sample was received for evaluation. Integra¿s investigation determined that the direction of the break indicated that the scraper was being levered, as well as twisted, to the point of failure. The part broke at the junction of where the curved cutter blade transitions to the straight handle. No corrective or preventive action is required at this time. Integra considers the complaint investigation closed. Further incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a spinal surgery procedure, the doctor was too aggressive in scraping the end plate, so the rotary scraper broke. The surgeon elected to leave the end plate in place in the pt. There was no adverse outcome for the pt.